Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (discontinued,1gm per one bag, intraperitoneal, frequency not reported) and meropenem injection (discontinued,250mg in three exchanges per day, intraperitoneal) for this event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.